Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage on the top and bottom cover and the antenna coil overmold was damaged prior to prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing skin flap breakdown, device extrusion, and electrode migration. The recipient is presenting with crusting over the implant site. On (B)(6) 2021, the recipient was prescribed oral and topical antibiotics. Imaging revealed electrode extrusion. On (B)(6) 2021, the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient healed.